Event description:
It was reported that during total hip replacement procedure the impactor / inserter broke at threads when impacting cup. Threads and orange tip stuck inside. There was a delay less than or equal to 30 minutes. The procedure was finished using a smith and nephew backup device.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the tip of the device broke off. The broken piece was not returned with the device. The device shows signs of significant wear and use. A medical investigation was conducted and confirms based on the very limited information, the root cause of the breakage cannot be concluded. It is unknown how old the instrument was or how much force was exerted during the procedure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.